Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. No abnormality was found. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera elite ii video system center had an error e333 occur about 1 hour after the start of a laparoscopic cholecystectomy. There were no reports of patient harm associated with this event.

Event description:
According to the reporter, the event occurred approximately 2 hours after the start of a laparoscopic distal gastrectomy (ldg) procedure. The procedure was completed using the same equipment. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Manufacturer narrative:
Corrected data ¿ h6 (type of investigation) code ¿4110¿ was inadvertently omitted from the second follow-up report. H4 ¿ the device manufacture date has been confirmed and provided.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation and correction to g2. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the reported e333 issue could not be replicated and the root cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.